Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritoneal fluid leaked to the peritoneal dialysis (pd) catheter and on the patient and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination/wet contamination because he carries fluid all day long. Initially the customer reported that on (B)(6) 2012, the patient experienced the event of bacterial infection with a gram negative organism (not further specified) which resulted in hospitalization that same day. The nurse stated the wet contamination was because the patient carried fluid all day long. Dianeal therapies were ongoing. Concomitant therapies were not reported. On (B)(4) 2012, additional information was received from a peritoneal dialysis nurse (pdn). On (B)(6) 2011, the patient was bowling and the transfer set became unscrewed and fell on the floor. The patient picked up the transfer set from the floor and re-attached it to the pd catheter. The peritoneal fluid leaked on to the attachment to the pd catheter, and on the patient. On (B)(6) 2011, the patient had abdominal pain and cloudy pd effluent and was diagnosed with peritonitis. On (B)(6) 2011, the transfer set was changed. Subsequently another pd effluent culture showed no growth, but the abdominal pain and cloudy effluent persisted. The pdn clarified that on (B)(6) 2012, the patient was hospitalized for peritonitis and was treated with unspecified antibiotics. The patient was not fully recovered from peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was re-admitted to the hospital for the peritonitis. On (B)(6) 2012, the pd catheter was removed and the patient was placed on hemodialysis. The nurse stated that the pd effluent culture performed during hospital may have been positive for a fungus (unknown type). On (B)(6) 2012, the patient was discharged from the hospital and was reported to be recovering. Outcome of peritoneal fluid leaked to the pd catheter and on the patient was not reported. On (B)(4) 2012, baxter product surveillance received additional information from the pdn. The adapter in use at the time of the event was a baxter titanium adapter (product code and lot not reported). The nurse stated that the event of peritonitis was not related to dianeal therapies. In the pdn?s opinion the cause of the connection issue was due to physical activity of the patient causing the connection to become naturally loose over time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter. A review of all batch record documents was performed on potentially associated lot h10d28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user.